Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2212111. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample was sent in for review, we were unfortunately unable to locate the shipment at the investigative facility. At this time, twenty (20) retained samples were obtained from the manufacturing facility for review. However, the retained samples did not display any signs of tip breakage or defect. H3 other text : see h10.

Event description:
It was reported that the tip of the bd discardit¿ ii syringe broke off during use. The following information was provided by the initial reporter, translated from french: "description of the non-conformity: the tip of the syringe is very fragile and regularly breaks either in the needle or in the injection tap of the tubing... Desterilised used... Precautionary measure : 0 no batch withdrawal to date."

Event description:
It was reported that the tip of the bd discardit¿ ii syringe broke off during use. The following information was provided by the initial reporter, translated from french: "description of the non-conformity: the tip of the syringe is very fragile and regularly breaks either in the needle or in the injection tap of the tubing desterilised used. Precautionary measure : 0 no batch withdrawal to date."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.